Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the gastrointestinal videoscope was reprocessed in the oer-pro automatic endoscope reprocessor (aer) using acetone in place of alcohol. The scope was not used on the patient and had been reprocessed correctly using alcohol. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.